Event description:
It was reported that the customer's insulin pump rewinding process is not working correctly. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with moisture damage at motor assembly and electronic assembly. Unit was received with cracked battery tube threads. Unable to verify rewind anomaly due to frozen screen and moisture damage at electronic assembly.